Event description:
During surgical procedure, the ethicon endo-surgical ligaclip misfired. The extra clip was removed by the physician. No patient injury occurred, the ligaclip was replaced with another unit.